Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information. The xience v stent (p.n. 1009541-28, lot # unk) is being filed under medwatch report # 2024168-2010-00502. The other graftmaster (p.n. 12744-19, lot # unk) is being filed under medwatch report # 2024168-2010-00503.

Event description:
Device malfunction: none. Symptoms/ae: intervention/occlusion. Time of symptoms/ae: during procedure/post procedure. It was reported that during the procedure in the left anterior descending artery (lad), a rx xience v 3.0 x 28 stent was implanted. Post deployment, a perforation was noted. Two graftmaster stents (3.0 x 19 and 3.0 x 16) were deployed to treat the perforation. Angiomax was not restarted. The patient developed chest pain approximately 2 hours post procedure. Coronary artery bypass surgery (CABG) was performed. The following day, angiogram revealed the lad was totally occluded at the site of the graftmaster stents; however, the saphenous vein graft to the lad was patent. The patient was reported to be doing fine and there was no adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
Internal file number - (B)(4). The device remains in the patient; therefore device analysis was not possible. Occlusion is listed in the jostent graftmaster instructions for use as a possible adverse event.